Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.we are unable to confirm or determine the root cause of the reported dislodged cannula. Also. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose (bg) level rose to greater than 18 mmol/l (324 mg/dl) while wearing the pod on the hip/buttocks for between 37 and 48 hours. The pod reportedly fell off the infusion site, causing the cannula to dislodge. When the pod was removed, the site appeared scabby and blotchy. The patient experienced symptoms of dizziness, pallor, weakness and collapsed at school. As treatment, the healthcare professional advised the caregiver to administer insulin via pen injections, monitor bg levels and to apply tea tree oil cream to the affected site. The cream was not prescribed. The caregiver was also instructed to rotate pod sites to allow the skin to heal. A new pod was successfully applied after the incident. The removed pod was disposed and not available for investigation.